Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Receiver charged and passed boot up. Pairing test was performed and passed. Functional testing was performed, and relevant testing passed. The receiver log was downloaded and reviewed. Log review did not show loss of connection. Confirmation of the complaint was not confirmed via product evaluation. The root could not be determined via product.